Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00x16mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The physician then removed the device intact and upon inspection, it was noted that the end portion of the stent struts were bent up. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Di: (B)(4). Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged, distorted and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery (lad). A 3.00x16mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross the lesion. The physician then removed the device intact and upon inspection, it was noted that the end portion of the stent struts were bent up. The procedure was completed with a different device. No patient complications were reported and patient's status was fine.